Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: n610447005, ubd: 28-jan-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (100 mcg at 62.49548 mcg/day), bupivacaine (30.0 mg at 18.74864 mg/day) and clonidine (250.0 mcg at 156.2387 mcg/day) via an implanted pump. The indication for use was non-malignant pain and complex reg pain syndrome type ii. It was reported the patient had increased pain and decreased activity on (B)(6) 2018. The patient was scheduled for a catheter access port (cap) contrast dye study. On (B)(6) 2018, a cap dye study was performed and revealed a scar tissue sheath over the catheter tip which was cleared with contrast dye during the procedure. The plan was to revise the catheter at the same time as pump replacement (normal end of battery life). On (B)(6) 2018, the entire catheter was replaced and the surgical reported notes a "catheter tip reaction". The issue resolved without sequelae on (B)(6) 2018. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the device diagnosis was catheter occlusion.